Event description:
It was reported that a user experienced a sensor pairing failure with a libre 3 plus while attempting to rescan, which led to scan errors and inability of the mobile phone to register a scan until the phone was restarted, after which readings resumed on both the ilet and the mobile app. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and continued device use after successful reconnection. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the issue resolved after a phone restart and successful reconnection, indicating transient connectivity or scanning performance during pairing. It was concluded that the device functioned as designed after the user intervention and that no further action was required.